Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "short-term radiographic result of cementless hemiarthroplasty using tapered wedge-shaped femoral component in older patients with femoral neck fractures". Literature article entitled, ¿short-term radiographic result of cementless hemiarthroplasty using tapered wedge-shaped femoral component in older patients with femoral neck fractures¿ by aasis unnanuntana md and hanchai unkanawarapan published by the journal of the medical association of thailand (2017), vol. 100, no. 8, pp. 1-7 was reviewed for MDR reportability. The purpose of this article was to evaluate the short-term radiographic results of cementless hemiarthroplasty using a tapered wedge-shaped femoral component in elderly patients with displaced femoral neck fracture. Specifically, the authors assessed the prevalence of intraoperative crack and rate of subsidence associated with tapered wedge-shaped femoral component in patients with femoral neck fracture. Medical records were reviewed of 154 patients that underwent cementless hemiarthroplasty using tapered wedge-shaped femoral component between january 2009 and december 2012. 105 corail (depuy) stems were used, the remainder of the implants were competitor products. Ninety-five patients had immediate postoperative and 12-month or greater postoperative follow-up radiographs available for reviewing. Radiographs from these 95 patients were reviewed to evaluate for intraoperative crack, stability, and subsidence of the femoral component. From 154 patients, 30 (19.5%) had intraoperative crack of the femoral neck, all of whom were successfully treated with cerclage wiring. The majority of intraoperative crack (86.7%) occurred in patients who were implanted with corail® stem. Five patients (5.3%) had subsidence greater than 2 mm. Mean subsidence in these five patients was 5.4 mm. No patient was revised due to femoral stem loosening. Fourteen patients (14.7%) had leg length discrepancy, with a mean leg-length discrepancy of 13.1±3.3 mm. There was no radiographic evidence of femoral component loosening at latest follow-up in any patient. Brooker grade I heterotopic ossification was observed in nine hips (9.5%). These were serial radiographic studies that identified the progression of subsidence and extra skeletal ossification. The authors do not indicate which harm apply to depuy or competitor products within the body of the article.